Manufacturer narrative:
: This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated, and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; also, we could not identify the foreign material, and we could not conclusively specify the root cause of the foreign material remained in the device. There was no deviation from the instruction manual in the reprocessing procedure for the subject device. No physical damage was found in the area where the foreign body remained. Olympus will continue to monitor field performance for this device. The following were updated: b4, g3, h2, h3, h6, and h11.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign matter on the air/water nozzle. There were no reports of patient involvement.